Manufacturer narrative:
Additional information: the device is not available; therefore product testing on these actual devices could not be performed. The device identifier was not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Decreased/impaired vision is identified as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are many factors that may have contributed to the potential cause of the reported event. The decision to report was based on lack of information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
Through the social media monitoring, a trabecular micro-bypass stent patient reported the following. Reportedly, the implantation of trabecular micro-bypass stent ¿did not work, eyesight worse, and back on lumigan¿. No further details were provided.